Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. The healthcare professional (hcp) wanted to know previous programming for sensitivity from 3 years ago. Boston scientific technical service (ts) discussed could not see previous programming information. Furthermore, the hcp will adjust the ra sensitivity and wanted to know why there was a reprogramming done. To date, this lead remains in service. No adverse patient effects were reported.